Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the machine was inaccessible because of a malfunction in the hard drive. A field service engineer replaced the hard drive to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered a software issue that required the assistance of an on-site technician. The customer reported that the user was unable to remove the medication for the patient due to the malfunction and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.